Event description:
Reportedly valve explanted at implant due to regurgitation. There was also leakage at the commisures. May be due to sizing issue per hospital. They put in a 21mm valve. No further information available.